Manufacturer narrative:
The reported event of entrapment of device could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a ventricular extrasystole procedure, the advisor hd grid mapping catheter was entrapped. Three venipunctures and one arterial puncture were performed and then a non-abbott decapolar catheter was passed through the vein into the coronary sinus, and the intracardiac echo was passed. During the arterial puncture, the advisor hd grid mapping catheter passed through the aorta to map the extrasystole in the left ventricle. After 30 minutes of mapping, there was distortion in one of the advisor hd grid mapping catheter splines. It was verified with an x-ray that the catheter body was in the shape of an 'e' in the aorta. The physician pulled the catheter out and it got stuck in the introducer. After a few tries, the femoral introducer was removed with the advisor hd grid mapping catheter successfully. The procedure was ended because the patient was not presenting extrasystoles and there were no consequences for the patient.